Event description:
Healthcare professional reported "rupture" and "capsular contracture baker grade ii". Later healthcare professional reported "exchange from texture to smooth breast implant". This record is for the right side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events rupture and capsular contracture was received on april 29, 2026, with lot number 1779439. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: not observed through visual inspection. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation, wear abrasion and creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture" and "capsular contracture baker grade ii". Later, healthcare professional reported "exchange from texture to smooth breast implant". This record is for the right side. The device was explanted.

Event description:
Healthcare professional reported "rupture" and "capsular contracture baker grade ii". Later healthcare professional reported "exchange from texture to smooth breast implant". This record is for the right side. The device was explanted.

Manufacturer narrative:
Additional, corrected and/or change data: d.6a